Manufacturer narrative:
The DHR for this chair was reviewed; the chair met all specifications prior to distribution. Reports were that client accidentally hit his joystick while trimming weeds around the top of the stairwell. Reports received that this was strictly an accidental event and the chair was operating properly at time of incident. Client to be re-educated as to the proper use of device when in similar situations. User error, no evaluation necessary

Event description:
Received report that client inadvertently drove his chair down a 12 foot concrete stairwell resulting in bodily injury.